Manufacturer narrative:
This follow-up report is being filed to relay corrected information.

Event description:
It was reported by the patient's legal counsel that patient had an initial left hip arthroplasty on (B)(6) 2007. Subsequently, patient was revised on (B)(6) 2015 due to alleged metallosis, elevated metal ion levels, and alval. During the procedure the femoral head and acetabular cup were removed and replaced, and a liner was implanted. Operative report received notes the presence of cloudy gray fluid , gray synovitis and a well-fixed cup during the revision. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. The following section could not be completed with the limited information provided. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 4 states, ¿loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, excessive activity.¿ number 6 states, "inadequate range of motion due to improper selection or positioning of components." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2015-05139 / 05140).

Event description:
It was reported by the patient's legal counsel that patient had an initial left hip arthroplasty on (B)(6) 2007. Subsequently, patient was revised on (B)(6), 2015 due to alleged metallosis, elevated metal ion levels, and alval. During the procedure the femoral head and acetabular cup were removed and replaced, and a liner was implanted. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.